Event description:
A secondary antibiotic was hung and although the pump was set for a secondary, the drip was seen to free flow by the nurse. The rn changed the pump and witnessed the same occurrence so she then changed the tubing and the free flow was stopped.the secondary tubing hooked up to the pump and it all appeared to be set correctly. The secondary drip appeared to be free flowing but there were fluid levels rising in the primary bag and bubbles also rising in the primary bag. It seemed that the back flow valve was not preventing the secondary drip from infusing up into the primary bag although the secondary was hung significantly higher than the primary bag.the manufacturer indicated that they would proceed with an investigation. They have requested that the tubing be sent to them or it will be picked up from our biomed department.what was the original intended procedure?IV infusion of antibiotic via secondary IV tubing.device #1is this a laboratory device or laboratory test?no.